Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 19.5-21mm in diameter and 20mm in length. The right and left common iliac arteries measured 10 mm in diameter. It was reported that the patient presented emergently with blue toe syndrome approximately 22 days post procedure. A CT scan showed no flow from just beyond the flow divider and beyond on the patient's right side. The physician stated that the cause of the event was due to small and moderate plaque and limb was extended into right external intentionally. The physician performed an intervention th following day. An angiojet and thrombectomy along with raising the gate with kissing stents was done with no complications. The flow has resumed distally to the patient's foot. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information reported that during the previous reported secondary intervention, two endurant limb extensions were implanted on the left side to treat the left limb thrombosis. It was also reported that on an unknown date, the patient's right limb was found occluded. On the CT scan, there was no evidence of thrombosis within the stent graft. The physician believes that the thrombosis occurred at the femoral level and the clot extended up to the flow divider. Treatment was required. The physician thought that the thrombus may be related to the femoral artery area, perhaps from the cut down procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Review of pre-implant sizing worksheet revealed that the patient had a proximal neck diameter that ranged from 19 ¿ 21.7mm along the 2cm neck length. The maximum diameter aaa was noted as 28mm, and 8.4cm below the renals the aortic diameter was 22mm. The distal aortic diameter was 19mm; 10.7cm below the renals. The rcia was 10mm in diameter and 7cm long, and a ¿short occlusion¿ was noted near the right iliac bifurcation. The lcia was 10 ¿ 11mm in diameter and 8.7cm in length. The access vessel diameters were 7 ¿ 8mm bilaterally. Review of a single low resolution still angio image showed that the endurant stent graft system was implanted. The bifurcate was positioned just below the renals, and a calibrated catheter was seen placed from the renals into the right external iliac. The right limbs were extended distally into the right external iliac artery. An area of thrombus was seen on the right side near the level of the flow divider, otherwise both limbs were patent. The approximate bifurcate flow lumen diameters (from the calibrated catheter) were 20mm just below the renals, and 22mm just above the flow divider. The right limb flow lumen diameter, from the flow divider to the distal end of the right limb, ranged from 8 ¿ 12 ¿ 8 ¿ 9mm. No other obvious stent graft issues were seen from this low resolution still image. The cause of the limb occlusion could not be determined from this single returned film and pre-implant worksheet. Pre-implant CT¿s, films during implant, and images of the totally occluded right limb were not available for review. It is possible that implanting within the small size and moderately calcified vessels may have contributed. The pre-existing occlusion near the right iliac bifurcation and intentionally implanting into the right external iliac arteries may have also contributed.